Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx drug eluting stent to treat a severely tortuous and mildly calcified lesion located in the proximal circumflex artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. Device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. Device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that advancement of the stent was difficult, and the stent couldn¿t fully cover the lesion. The stent was removed for further pre-dilation, but stent deformation was noted. Procedure was completed with a new resolute onyx des. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
On the returned device the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th and 8th stent wraps with struts raised. Misalignment was evident to the 10th stent wrap with strut slightly raised. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.